Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory also indicated oversensing and t-wave oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one month post-implant, defibrillation threshold (dft) testing was performed and ventricular fibrillation (vf) was induced. The extravascular (ev) lead exhibited undersensing of the induced vf, and manual shock delivery was required to terminate the rhythm. Reprogramming was performed which achieved appropriate sensing of vf. A few non-sustained ventricular tachycardia episodes and t-wave oversensing (twos) were also noted, so further adjustments to lead sensing were made to achieve a better margin of safety after patient postural checks showed some oversensing. The ev lead remains in use. No further patient complications have been reported as a result of this event.